Event description:
It was reported, the patient had abdominal pain and an abdominal hernia. It was noted, the hernia was repaired on 2012 (B)(6). It was reported, the patient¿s symptoms resolved without sequelae on 2012 (B)(6).

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v477185, implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).